Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not sound an audible alarm tone during an alarm condition. This was due to the power supply printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. On an unspecified date, the device was returned to the biomedical engineering department with an unsigned note indicating that during set up, prior to patient use, the device did not have an audible sound when programming the device. The device was removed from clinical service. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reported adverse pt events while the device was in clinical use. Though requested, no add'l information was provided.